Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. Reported event of balloon deflation failed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) in the papilla vater procedure performed on (B)(6) 2014. According to the complainant, during the procedure, after dilation the physician attempted to deflate the balloon but failed. The balloon was eventually deflated by puncturing it. The device was removed together with the endoscope. The dilation had been completed with this balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Initial visual inspection of the device revealed the balloon was relaxed and deflated. The wing tool was not present. The catheter was inspected and no anomalies were noted. The balloon was inflated up to its maximum inflation pressure using an alliance syringe and water was seen to be coming out the balloon. The balloon was seen to be burst. The reported defect of balloon deflation failed was not confirmed as the balloon was seen to be burst. Based on the investigation results and available information, the most probable root cause is operational context, as it is most likely that occurred due to procedural/anatomical factors encountered during the procedure that limited the performance of the device. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) in the papilla vater procedure performed on (B)(6) 2014. According to the complainant, during the procedure, after dilation the physician attempted to deflate the balloon but failed. The balloon was eventually deflated by puncturing it. The device was removed together with the endoscope. The dilation had been completed with this balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.